Event description:
Reportedly, the detector assembly on the detector subsystem of the thoravision moved down abruptly and stuck a pt on the thighs. The pt was laying on a stretcher at the time of the event. The pt was examined by a physician and reportedly there was no significant injury. The extent of the non-significant injury is unknown at the time.